Event description:
The customer reported that the autopulse platform (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) after a new lifeband was installed. After pulling up the lifeband, compressions would not begin. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to load cell# 2, likely attributed to the age of the platform, failed component(s), or mishandling such as a drop. The autopulse platform was manufactured in december 2018 and has passed its expected service life of 5 years. Visual inspection of the returned autopulse platform showed no physical damage. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the customer's reported complaint date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The malfunctioning load cell# 2 was replaced to remedy the fault. Upon service completion, the platform will be subjected to final functional testing to ensure the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).